Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the broken foot plate was most likely caused by an excessive lateral or side to side force. Therefore, the reported condition was confirmed. The assignable root cause of the component damage was determined to be due to user error / abuse and possibly misuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a craniotomy surgery, it was observed that the craniotome device broke. According to the report, a piece of the footplate was still in the patient. There was a delay to the surgical procedure. However, the duration of the delay was not specified. It was not reported if a spare device available. There was patient involvement. It was not reported if there was prolonged hospitalization. It was not reported what and/or if medical intervention was required. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate